Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the patient line separated from the cartridge. A new cartridge was loaded onto the pump and insulin deliveries were resumed. Customer's blood glucose level was 200 mg/dl.